Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to measure sensing and threshold. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.